Event description:
It was reported that a patient developed significant tissue swelling and a large seroma under significant pressure after having rhbmp-2/acs implanted. The patient underwent a suboccipital craniectomy, and a decompressive laminectomy at c3-c4 using rhbmp-2/acs and posterior fixation instrumentation. Immediately after surgery, the patient reported improvement. Three days after surgery, the patient developed worsening numbness and weakness in her arms and hands. MRI showed significant paraspinal edema and a large fluid collection extending from c2 to c4. At this time, the patient underwent a second surgical procedure to evacuate the fluid. During the procedure, the surgeon noted that her tissues appeared edemateous and swollen. There were no signs of active bleeding and no csf leak detected. A drain was placed in the operative field. The drain remained in place for 72 hours with minimal output. The patient recovered well.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.